Manufacturer narrative:
D4: expiration date: unknown due to unknown lot number. D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: clinical engineer. G4: 510(k) no: k1300280. H4: device manufacture date: unknown due to unknown lot number. Since the actual device was not available and the lot was unknown, the investigation of the manufacturing records could not be performed. Since the lot number of the actual device was unknown, it was not possible to investigate the manufacturing history or shipping inspection record. Since the lot information was unknown, it was not possible to confirm the manufacturing date or expiration date. As a result of investigating the complaint file, no similar report was found regarding the involved product code for the past three years from other facilities. Relevant instructions for use (IFU) reference: "do not reduce heparin during circulation. Otherwise, blood clotting might occur." "Adequate heparinization of the blood is required to prevent it from clotting in the system." Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo received the following reported information: the oxygenator had an increase in inlet pressure. The device was not replaced and weaned. There was no patient harm.